Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of explant was (B)(6) 2019 and replacement devices used were mentor saline: right catalog # 3501650; serial #: (B)(4) and left catalog # 3501650; serial #: (B)(4). On 5/27/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/31/2019, the mentor failure analysis lab received the device for evaluation. On 6/24/2019, device evaluation was completed: device evaluation summary: during analysis of the sample was found ruptured and received in two parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinckles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side 350 cc; mentor memorygel breast implant cat#: 3503501; s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with 350 cc mentor memorygel breast implant and was presented with right side inter-capsular rupture confirmed by MRI on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.